Manufacturer narrative:
Device was used for treatment, not diagnosis. Device returned to synthes (B)(4) - return date unknown. Device was evaluated by synthes (B)(4). Reliability engineering evaluated the device, and the reported problem was confirmed. The device exhibited damage to the housing that was consistent with it having been mishandled or dropped. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported that during a procedure, the top of the battery of the battery power line came off. No user or patient injury was reported. This is 1 of 1 reports.